Manufacturer narrative:
Date received by manufacturer: 03sep2019. Date of report: (B)(6) 2019. The touch screen assembly was returned to the manufacturer's failure investigation lab for evaluation. Visual inspection of the touch screen assembly revealed no evidence of damage or contamination. The touch screen assembly was installed into the fi test ventilator to verify & test its functional integrity. From testing, it was determined that the test ventilator utilized with the returned touch screen assembly was out of measured the ul_lr and ur_ll resistance and resistance ratio out of specifications. Fault was found on this returned touch screen assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report: 1jul2019. The manufacturer's field service engineer confirmed the reported problem; the touchscreen calibration failed. The manufacturer's field service engineer replaced the touchscreen. The device then passed all performance testing and was deemed ready to return to service. The determination could not be made that the device failed to meet specifications. It was not known when the reported event occurred, and there is not a relationship of the device to the reported problem. The root cause could not be determined.

Event description:
The customer reported a ventilator with a touchscreen failure. It was unknown when this event was observed; however, there was no harm associated with this report.